Event description:
A patient reported experiencing hypoglycemia and unconsciousness while using a fasttake meter due to alleged high inaccurate results. Patient has been using ft meter since 07/2001. Patient is reportedly an emergency medical technician. Three months later, patient's blood glucose was 517mg/dl at 11:10pm. Based on meter result, patient took 18u of insulin per sliding scale. After 10 minutes, patient's blood glucose was reportedly 44mg/dl on a one touch meter. Patient later passed out. Paramedics were called and found patient's blood glucose at 28mg/dl on their hand held device. Paramedics treated patient on-site and transferred patient to hospital. Patient had reportedly 2-3 such hypoglycemic episodes prior to this event. No further information has been reported.